Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2020 with blood glucose of 47 mg/dl. The customer was treated with orange juice and food. Customer stated that insulin pump had battery out limit and battery failed alarm. Customer stated that they were able to clear the alarm. Customer was in emergency medical services. Customer stated that they passed out. Customer was declined to troubleshoot for low blood glucose. The insulin pump will not be returned for analysis.